Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thyroidectomy, after opening the package and product was tried to be taken out of the package, the needle came off. The product was not used for patient. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found that the needle was detached from the suture. Microscopic inspection noted instrument marks at the swaged end of the needle. It was reported that the needle unexpectedly separated from the thread. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the needle should always be held in the middle where the diameter is greatest. Grasping the needle near the swaged end could cause bends, breaks, or damage the connection between the needle and suture. If information is provided in the future, a supplemental report will be issued.